Event description:
It was reported that the pump has a low water supply and the suction does not function anymore with the shaver. There was no harm for patient, operator or third party reported. No further information received. Update swit 16-aug-2022: the failure happened during a surgery. There was no harm for patient, operator or third-party. The surgery was finished successfully. A second surgery was not necessary. No further information was received.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that the pump has a low water supply and the suction does not function anymore with the shaver. The reported event was partly confirmed. The service evaluation revealed a loose door mechanism at the outflow side resulting in the reported issue with the suction but there was no issue found with the water supply. Complaint confirmed. Upon visual inspection, it was noted that the warranty seal was missing. It was also noted that the door handle is broken off of the device. On the outflow side. Functional testing could not be performed due to the broken state of the device. The most likely cause for the reported failure can be attributed to wear and tear.